Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for each 510(k) number is as follows: common device name: intravascular administration set. Medical device type: fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® push button blood collection set there was failure of product to contain blood/medication. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: "blood leaked out of the tubing because of a pinhole type hole in the tubing. The blood would not go into the vacutainer, but was coming out of the tubing."

Manufacturer narrative:
H.6. Investigation: bd received 50 samples for investigation. 30 out of the 50 samples were subjected to a visual inspection for hole in the tubing of the device with no defects observed. In addition, 100 retention samples were subjected to a visual inspection. 6 out of 100 retention samples were found to have a nick in the tubing. 30 samples including the 3 with the nick were subjected to functional testing and no failures relating to leakage were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of hole/nick in tubing through CAPA#2889750.

Event description:
It was reported when using the bd vacutainer® push button blood collection set there was failure of product to contain blood/medication. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: "blood leaked out of the tubing because of a pinhole type hole in the tubing. The blood would not go into the vacutainer, but was coming out of the tubing."